Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00816. This report is being submitted as additional information. Approximate age of device- 70 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. It was reported that on (B)(6) 2018, the patient experienced an elevated lactate dehydrogenase (ldh) level of approximately 1000. At the time of the event, the patient¿s anticoagulation regimen only consisted of a heparin drip. The account reported that there was an initial concern for thrombosis; however, a ramp echo revealed no evidence of a clot. System controller and left ventricular assist device (lvad) log files from the time of the reported event were submitted, which cumulatively contained data from (B)(6) 2018 ¿ (B)(6) 2018 and appeared to show the device operating as intended with stable pump parameters. No atypical alarms or events were captured and the actual motor speed remained above the low speed limit for the duration of the log file data. The submitted log file data did not record any parameter trends or faults consistent with the presence of device thrombosis. Information provided by the account on (B)(6) 2018 indicated that the patient¿s ldh level normalized and was 260 on (B)(6) 2018. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The manufacturer is closing this file.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported there was concern for thrombosis, lactate dehydrogenase (ldh) was around 1000 u/l. The patient was placed on heparin infusion only for anticoagulation. Ramp echocardiogram showed no clot. Lactate dehydrogenase level normalized at 260 u/l on (B)(6) 2018. The patient received a tracheotomy and has continued enteral feedings but has moved out of the intensive care unit. No additional information was provided.